Manufacturer narrative:
Continuation of concomitant medical product(s): 419388 lead, implanted: (B)(6) 2004; 694758 lead, implanted: (B)(6) 2002. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use the right atrial (ra) lead exhibited possible intermittent atrial oversensing and far field r-wave (ffrw) oversensing on current electrogram (egm) and stored episodes. The ra lead remains in use. No patient complications have been reported as a result of this event.